Event description:
(B)(4). Two months of pain and non-stop bleeding afterwards. Anxiety issues started fall 2012. Strange rashes would come and go starting (B)(6) 2014 on my thighs and arms. Two moments of knee dropping sharp pains in right side. Nothing would stop the itch. Thinning hair started to be noticed (B)(6) 2014. On (B)(6) 2015, very sharp pain in right side, dropped to my knees, turned into dull throbbing constant pain. Took ibuprofen.